Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were made, however the issue was not resolved. The patient was in stable condition.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, these false pause episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.